Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella 5.5 implanted in a 62-year-old male patient for mechanical circulatory support. It was reported that the impella 5.5 pump was unable to pass through the subclavian, after a few attempts the decision was made to go direct aortic. Impella insertion was successful. There was no patient harm.